Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Further info from the rptr regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "leak noted around seal of device." Port revision procedure was performed. During "band adjustments" the pt presented with "missing fluid and lack of restriction."